Event description:
It was reported to philips that system was giving errors when performing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment was performed when the issue happened. The procedure was completed after restarting the system. The philips field service engineer (fse) visited onsite and confirmed intermittent geometry errors during automatic movements and arc movements, including geometry sensor errors. After reviewing the log, collision events with the propeller and c arc movements are equipment errors, including the table's force sensor. Upon troubleshooting, it is found the equipment collides frequently with the table while in motion. To resolve the problem, calibrations were done on the bodyguard, force sensor, table height, and standard. The amc stand's movement currents and connections were checked. After repairs completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure after restarting the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.